Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported the customer had a bolus anomaly on their insulin pump. Customer stated their bolus wizard calculated .5 units of insulin for treatment. The customer then stated their insulin pump began to deliver 1.2 units of insulin before the customer could press stop. The customer also reported their buttons were unresponsive. The customer's blood glucose was 249 mg/dl. The customer stated their escape button was not responsive. Customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.